Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, there was increased pacing impedance and loss of capture noted on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event and the patient was in stable condition.